Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, the device was able to be fired normally without any issue. However, when removing the device from the cavity via trocar, the device adapter together with the reload disengaged from the handle. The adapter with the reload attached to it fell into the patient cavity, they were unable to remove the adaptor because it was being caught by the trocar. To resolve the issue, the surgeon then removed the trocar from the patient by "force" together with the adapter and reload attached to it. Upon removing they found that the reload were slightly articulate so maybe when the time that the adapter disengaged from the handle and fell into the cavity the reload contacted with the tissue. The surgical time was extended by less than 30 min. There was no patient injury.